Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis was not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to properly open the monopolar curved scissors (mcs) instrument. There was a discrepancy between the request to open the scissors at the surgeon's console and the action in the patient's abdomen. The procedure was completed with no reported injury.

Manufacturer narrative:
The monopolar curved scissors was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.